Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing. There was unknown delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the downstream sensor and upstream sensor were contaminated. The event history log (ehl) was not performed due to error code 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was related to the microprocessor unit board. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.